Manufacturer narrative:
Additional information: new info. On patient date of birth and age provided (dob feb. 24, 1954, 67 yrs. Old). Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 4, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics which is consistent with a lens that was handled for insertion. No defects were observed before and after cleaning the lens. No assembly issues were observed with the preloaded handpiece. The complaint issue could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence not explanted. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/ lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded product had an inserter misfire. It was unknown if there was patient contact or not. No other information was provided.